Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that when he missed a scheduled appointment with his friend, his friend came to check on him. Patient's friend tried to administer apple juice to the patient, but he would not drink it and was confused. Patient's friend called paramedics. The paramedics measured the patient's blood glucose (bg) and his finger stick value at 31mg/dl. The cgm was reading 69mg/dl. The paramedics administered glucose intravenously. The patient reported that the paramedics stayed with patient for about 30 minutes until his bg began rising. When the paramedics left, the patient's bg finger stick reading was 150mg/dl. Patient's friend made him a peanut butter and jelly sandwich after the paramedics left, and remained with him about 30 minutes. Patient did not require nor did he seek hospitalization for this event. Patient had not contacted his doctor about this event. At the time of contact, patient was doing well. No additional patient or event information was provided.